Event description:
The colonring device was used for the creation of colorectal anastomosis following a laparoscopic sigmoidectomy procedure. It was reported that the ring was not loaded onto the device and was used. The anvil was resected from the proximal stump and another coloring device was opened and used.

Manufacturer narrative:
This report is submitted on behalf of the manufacturer (niti surgical solutions ltd; (B)(4)) and the importer (B)(4), as niti surgical solutions ltd. Serves as the designated complaint handling unit for both facilities. The device was not returned for evaluation. A review of the production history files indicated that the device was released pursuant to its specifications. Using the device without loading the ring on the applicator is clearly a user error and not a device failure. Loading the applicator is a clear step in device operation and is clearly described and demonstrated in the device instructions for use and training. It should be noted that this is the first that such occurrence is reported to us. The applicable 510(k)s are: k093661 and k062008.